Event description:
Imprecision reported using one meter/ lot. Initial reading 5.0 repeat 2.7. Time between testing a few minutes. Patient's therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.